Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Five months after implant to treat an stabilization of scapula humeral stability, the patient experienced an epileptic crisis, and the implant broke.